Event description:
It was reported that the patient developed an infection at the battery site. Symptom of drainage at the battery site was noted. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics. All components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 37628201. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).